Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the day after implant of the device that the spikes did not appear where expected. It was indicated that the spikes on the electrocardiogram were noted on the r-waves and t-waves. The device remains in use. No patient complications have been reported as a result of this event.